Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vaporizer was the likely cause of failure which is beyond 10 years of age. System replacement has been recommended. Block a: no report of patient involvement. Block h4:â dateâ ofâ deviceâ manufacture year is 2006. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.